Event description:
It was reported that atrial flutter occurred. A pulse field ablation (pfa) procedure was attempted using a farawave catheter on a patient with no history of atrial flutter. During pulmonary vein isolation using the farawave catheter, the patient developed right sided typical atrial flutter. The physician elected to change from pfa to radiofrequency (rf) ablation to perform isolation of the cavotricuspid isthmus. The procedure was completed using rf ablation and the patient fully recovered. It was further reported the patient had a history of cavotricuspid isthmus flutter.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem this supplemental report is being submitted with a correction to section: h6 device codes d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation with all the available information, boston scientific (bsc) concludes: investigation summary: although the product was not returned it was determined that arrythmia is a known event defined in the farawave catheter risk management documentation. Device history record review the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer was unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review review of the farawave catheter instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists arrhythmia as a known potential adverse event associated with the use of the device. Risk review a review of the farawave catheter hazard analysis and farawave risk thresholds was completed and confirmed that the event of arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of adverse event related to patient condition. It was reported a procedure was performed to treat a cavotricuspid isthmus flutter using a farawave pulse field ablation catheter and a stablepoint radiofrequency (rf) catheter. During pulmonary vein isolation the patient developed atrial flutter and the procedure was completed using the stablepoint rf catheter. It is likely the peri procedural atrial flutter arrhythmia occurred as a result of the prior condition of cavotricuspid isthmus flutter. Arrythmia is a known potential adverse event associated with the use of the farawave catheter.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unavailable from the healthcare facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that atrial flutter occurred. A pulse field ablation (pfa) procedure was attempted using a farawave catheter on a patient with no history of atrial flutter. During pulmonary vein isolation using the farawave catheter, the patient developed right sided typical atrial flutter. The physician elected to change from pfa to radiofrequency (rf) ablation using a stablepoint ablation catheter to perform isolation of the cavotricuspid isthmus (cti). Rf ablation of the cti resolved the atrial flutter and the procedure concluded. The patient fully recovered.